Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with a non-medtronic stent graft for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported during the index procedure, nine endoanchors were implanted due to concern for late failure. Non-mdt chimney grafts were also implanted in the left and right renal arteries. On the day of the index procedure, the patient experienced supraventricular tachycardia which was treated with medication. The event was assessed by the investigator as probably related to the index procedure. The event resolved one week later. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.